Manufacturer narrative:
(B)(6) it was reported the acoustic alarm works directly at the patient information center ix. The customer is doing a third-party video extension and the sound forwarding in the social room does not work. The technical support specialist (tss) spoke to a contact in the medical technology department and it was determined that audio was not working due to a jack plug that was unplugged at the transmitter. The tss guided the customer to correct the issue and the video forwarding including audio could be carried out.

Event description:
The customer reported that acoustic alarm does not work. The device was in use on patient at time of event, there was no adverse event reported.